Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried blood in the lumen. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that during the implant procedure the left ventricular (lv) lead was attempted and not implanted due to unresolved high out of range pacing impedance measurements with the pacing system analyzer (psa) and sub-optimal placement within the vein. A new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.